Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt (weight unk) in 2008. According to the complainant, "a [second device] was used to finish the sphincterotomy and the cut wire broke." The physician was able to successfully complete the procedure with this device. No pt complications were reported as a result of this issue and the pt was reported to be "ok" following the procedure. Refer to associated manufacturer report. #3005099803-2008-00203 for a description of the first event.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. Although the cause of the event is unk, possible causes for cutting wire breakage include: improper tome position, allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. Since the lot number of the suspect device was not provided by the user, a review of the customer's shipment history was performed. Three lots shipped to the customer prior to this event were identified. A review of the device history record (DHR) for these lots revealed no anomalies. A search of the complaint database did not identify any add'l complaints recorded for these lots. The december 2007 15-month stonetome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.